Event description:
Guide catheter was taken out of the package in normal fashion and prepped normal, after the catheter was inserted into the body the 1st xray shot was taken and noticed that the catheter was kinked just right at the curve of the catheter. The catheter was removed from the body without any issue and a new catheter was used from another lot number (50909852). We noticed that in the package it was kinked in the same spot as the last catheter. Please see 2nd device. Third device used worked fine lot# 50896872.